Event description:
It was reported that the patient had mild "positionally of pain relief." The device was examined by palpitation and interrogation. It was noted that the battery was working. The device was replaced.

Event description:
Additional information received reported that the event resolved without sequelae on (B)(6) 2012. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received clarified that the patient had experienced an undesirable change in stimulation with positional adjustments.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 39565-65 serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37744 serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was 'positional' and required multiple adjustments from the lying position to sitting/standing position to walking position. The patient felt this was 'burdensome.' If additional information is received a follow up report will be sent.